Manufacturer narrative:
B5: follow up information was received that the reported event was an internal blood leak. This is not a reportable event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Last name: (B)(6). Initial reporter address: (B)(6). Initial reported city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, a membrane leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, photos of the sample were provided for evaluation. Visual inspection of one of the provided pictures showed the product during treatment with a trace of blood visible inside the membrane area. The reported condition was verified. Visual inspection of the other provided picture did not identify any abnormalities as only part of the label of the dialyzer was visible. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.